Manufacturer narrative:
E1. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that "during use the needle punctured the catheter".

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.